Event description:
A customer reported that on (B)(6) 2011 they observed a leak of diluent fluid mixed with some blood dripping from under the coulter lh 500 hematology analyzer. The healthcare worker interfacing with the machine was wearing personal protective equipment at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed the drain waste chamber was full of liquid caused by a plug at the top of chamber where the pressure port entered to drain the chamber. The fse removed and flushed the chamber. Fse verified repair per established procedures. The fse verified repair per established procedures, and the instrument was returned into service. The root cause was attributed to a plug at the top of the drain waste chamber.